Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06963. It was reported the pt stopped using his scs system approx two years ago because he was not receiving any pain relief from the system. Per the pt's spouse and caregiver, there are no plans to undergo any intervention to address the issue at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.